Manufacturer narrative:
On 12/23/2020, mentor became aware that patient's serial number is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a deflation in the exp rect remote 550cc tissue expander. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the exp rect remote 550cc tissue expander was found to have a tear at the union between shell and patch. Microscopic examination was performed and the cause of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an unspecified reconstructive skin surgery with a 550 cc mentor smooth rectangle tissue expander that deflated postoperatively. The patient had successful inflation stages prior to the event, but during this stage, the device would not inflate further. As a result, surgical intervention was performed, where it was found that the device had deflated. It was explanted the same day, on (B)(6) 2020. There are no indications of any patient events or aesthetic failures prior to this deflation.